Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient has been experiencing complications with his artificial urinary sphincter (aus). His aus was implanted in (B)(6) 2019, however, he is currently experiencing leaking. He complained of discomfort throughout the day which causes him to go commando when at home. The patient will be contacted by patient liaison for further assistance.